Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range, pacing lead impedance was noted. The device was capped and replaced. The patient&#38112;condition is fine after the event.